Event description:
Glenosphere became disassociated from metaglene and then required revising to amend issue and give pt function back.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned driver bit by a depuy (B)(4) materials research scientist confirmed the fracture. In addition a materials analysis yielded that the driver bit did not exhibit the minimum hardness specification of (B)(4). The actual value observed was (B)(4). A review of the complaint history for the lot of this driver ((B)(4)/ lot 31010803) reveals that the number average of tip break failures ((B)(4) for lot 31010803) is not above the average for all other lots of this product code. This information indicates that there is not a systematic manufacturing related issue with this lot despite the anomalous low hardness reading obtained. As of (B)(4), 2011, there have been no additional failures of this lot further supporting the conclusions above and/or indicating that the lot is no longer in use. Drivers are routinely replaced due to expected wear, and as the users are instructed in the IFU (ref IFU-drw-00046). Examination by product development engineering determined that this driver bit design will fail at the tip when excessive force is applied. (B)(4) mdtp driver mini qk connect was developed as a redesign solution for the multi-directional screw application. The redesign was implemented to mitigate this potential failure mode and the (B)(4) was made obsolete since. The effectiveness of this change is demonstrated by the fact that as of (B)(4) 2011 there have been no complaints for tip breaking, (B)(4) units have been distributed since 2009. Lastly, the supplier has been replaced and has been removed from the approved supplier list (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.